Manufacturer narrative:
(B)(6). Device manufacture date: april 8, 2016 ¿ april 9, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed leakage inside the bag was due to broken tubing at the junction of the luer. The reported condition was verified. The cause of the broken tubing could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed with a large volume infusor. The reporter stated that fluid was observed inside the sealed overpouch and that it appeared that the blue winged cap had come off the tubing line. The device was compounded with ceftazidime and sodium chloride. There was no patient involvement. No additional information is available.